Event description:
It was reported that a clearlink, paclitaxel set leaked where the IV (intravenous) tubing connects to the in-line filter. This occurred during etoposide infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) health centre. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, the reported leak could not be identified through the picture. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.